Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 5mm hex flexible screwdriver (part #: 03.037.028, lot #: 9761156) was received at us cq. Upon visual inspection, it was observed that the screwdriver shaft was cracked at the proximal end of the shaft section. The shaft was not completely broken into two pieces. Also, from the attachment: ¿image.jpg¿, we can observe the shaft was cracked. No other issues were identified with the returned device. Device failure/defect was identified. Document/specification review: relevant drawings are reflecting the manufactured and current revision were reviewed. Complaint was confirmed. Investigation conclusion: the complaint condition was confirmed as the shaft of the device was cracked. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. However, it is possible the device experienced an application of unintended forces, causing the reported condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 03.037.028, lot: 9761156, manufacturing site: hägendorf , release to warehouse date: dec. 22, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the 5mm flexible screwdriver came down to sterile processing broken inside of the unknown tfna blade/screw insertion tray. There was no patient involvement. Concomitant device reported: unknown blade/screw insertion tray (part# unknown, lot# unknown, quantity 1). This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for complaint (B)(4).